Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high and there were big air bubbles in the reservoir. The customer¿s blood glucose was 320 mg/dl at the time of the incident. The customer reported that there were problems with sensor connecting to pump. The customer declined to troubleshoot for the high blood glucose. The customer noticed an air bubble in the reservoir. The reservoir will not be returned for analysis.